Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp device for mechanical circulatory support. It was reported that the impella rp insertion was attempted multiple times without success. First standard access techs were used, the .027¿ wire was placed deeply into the right pulmonary artery, but once the rp began to enter the right ventricle past the tricuspid valve, the .027¿ wire did not give enough support. The wire pulled out of the right pulmonary artery. Then a buddy wire was attempted but unsuccessful, the device would not pass through the sheath with buddy in place. Finally, then the physician opted to attempt the placement of a 24fr 65cm gore dry seal in order to provide support to get the rp in place. The impella was successfully delivered. The patient remained on impella support and was successfully weaned.